Event description:
It was reported that on (B)(6) 2014 the physician "got into bladder with a retroarc. He cut it out and placed another." It was further reported that this event was procedure related, no malfunction or device issues were reported. No additional patient complications were reported in association with this event.